Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02297. It was reported that a cerebrospinal fluid (csf) leak occurred during an implant procedure. The patient was given caffeine by IV. Afterward, the patient experienced nausea and pain. The patient was prescribed medications. Additional information was received that surgical intervention was undertaken wherein the system was explanted. After explant, patient received a blood patch and caffeine by IV due to severe headache. The patient¿s symptoms have resolved.